Event description:
The surgeon attempted to implanted a toric silicone lens model aa4203tl and became stuck in the delivery system. The surgeon stated there was difficulty advancing the lens and the cause was unknown. The lens was not implanted and there was no pt contact or injury. It was stated that the model and lot numbers of the cartridge and injector were unknown.